Event description:
"Caller alleged discrepant results compared with the lab. Results as follow:" date: (B)(6) 2011, inratio: 6.4, 1.8, lab: 3.8. Date: (B)(6) 2011, inratio: 4.9, 3.7. Pt used the same finger for testing.

Manufacturer narrative:
Investigation pending.